Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported receiving a manual fill of 2000ml of medication solution for an infection during a call to customer support for operational assistance with bypassing into dwell 1. There were no reported cycler malfunctions or product issues associated with the infection. In additional follow-up, the patient¿s pd nurse stated the symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria pseudomonas aeruginosa, and coagulase negative staphylococcus. The patient was diagnosed with peritonitis and treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. It was stated the peritonitis may have been related to a breach in aseptic technique. The pd nurse stated the patient is recovering from the event and continues pd treatment with the same cycler without any adverse effects.